Event description:
It was reported that, during programming, the patient stopped breathing. No further details or patient outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).